Manufacturer narrative:
Complaint conclusion: as reported, when two 5f mynx control vascular closure devices (vcd) entered a non-cordis sheath, the physician felt a strong sense of resistance and removed the products. Therefore, the products were not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The product was stored normally, prepped, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The non-cordis sheath was not kinked/bent upon removal. Excess force was applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular non-cordis sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient did not have slim body habitus. The mynx vcd was used in coronary angiogram (cag) with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. (B)(4): two non-sterile ¿mynx control vcd, 5f (ce mark)¿ were returned for investigation. The two units were identified as number one and number two to be evaluated, and this file evaluated device number one. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe was retuned attached to the device, and the stopcock was set to the closed position. The sealant was not present on the device and was not returned for evaluation. The sealant sleeve assembly presents an outward kinked condition. The procedure sheath was not returned. The atraumatic tip does not present any damages or anomalies. The device is blood saturated. No other outstanding details were noticed. Per dimensional analysis, the catheter¿s usable length was measured, and the result was found within specification. Per functional analysis, a simulated insertion/withdrawal into a previously flushed lab sample csi test was performed as is indicated in the instructions for use (IFU). However, the device did not perform as intended due to the outward kinked condition of the sealant sleeve assembly that impeded the insertion. The sealant sleeves (cartridge assembly) area was inspected with a vision system to obtain a magnified image, and it was observed that the sealant is not present on the device, and an outward kinked condition was observed on the sealant sleeves. No other outstanding details were noticed. The product history record (phr) review of lot f2224903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): two non-sterile ¿mynx control vcd, 5f (ce mark)¿ were returned for investigation. The two units were identified as number one and number two to be evaluated, and this file evaluated device number two. The unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. Neither the syringe nor the procedure sheath was retuned for analysis. The stopcock was set in the closed position. The sealant remained in the manufactured position, swelled by blood saturation. The sealant sleeve assembly presented an outward kinked condition exposing the sealant. The atraumatic tip does not present any damages or anomalies. The device is blood saturated. No other outstanding details were noticed. Per dimensional analysis, the catheter¿s usable length was measured, and the result was found within specification. Per functional analysis, a simulated insertion/withdrawal into a previously flushed lab sample csi test was performed as indicated in the IFU. However, the device did not perform as intended due to the outward kinked condition of the sealant sleeve assembly that impeded the insertion. Per microscopic analysis, the sealant area was inspected with a vision system to obtain a magnified image, and it was observed that the sealant sleeve assembly presented an outward kinked condition exposing the sealant. The sealant remained in the manufactured position, swollen due to blood saturation. No other outstanding details were noted. The product history record (phr) review of lot f2224903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned devices. Additionally, a condition was noted in the returned devices of ¿mynx control system-deployment difficulty-premature¿ due to the absent sealant in one of the devices and the exposed sealant on the other device. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (excess force was applied during insertion), and/or the condition of the sheaths (although not returned) may have contributed to the kinked conditions of the sealant sleeves, and the subsequent impedance and premature deployment/exposure of the sealants. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr reviews nor the product analyses suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when two 5f mynx control vascular closure devices (vcd) entered a non-cordis sheath the physician felt a strong sense of resistance and removed the products. Therefore, the products were not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The product was stored normally, prepped, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The non-cordis sheath was not kinked/bent upon removal. Excess force was applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular non-cordis sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient did not have slim body habitus. The mynx vcd was used in coronary angiogram (cag) with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation. Addendum: complaint 1: product evaluation revealed sealant sleeve had an outward kinked condition and sealant was missing on a 5f mynx control vascular closure device (vcd). Addendum: complaint 2: product evaluation revealed sealant sleeve had an outward kinked condition and sealant was exposed on a 5f mynx control vascular closure device (vcd).

Event description:
As reported, when two 5f mynx control vascular closure devices (vcd) entered a non-cordis sheath the physician felt a strong sense of resistance and removed the products. Therefore, the products were not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The product was stored normally, prepped, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The non-cordis sheath was not kinked/bent upon removal. Excess force was applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular non-cordis sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient did not have slim body habitus. The mynx vcd was used in coronary angiogram (cag) with a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation. Addendum: complaint 1: product evaluation revealed sealant sleeve had an outward kinked condition and sealant was missing on a 5f mynx control vascular closure device (vcd).

Manufacturer narrative:
The final product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2224903 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.